Event description:
Event is reportable based on analysis completed on 06/19/2008. It was reported that during a drug-eluting stenting treatment procedure there was difficulty crossing the lesion. The 90% stenosed lesion was severely calcified and severely tortuous. The lesion being treated was progressive disease. The lesion was located in the mid left anterior descending artery with type "b2/c" lesion. The physician pre-dilated the lesion with a 3.0x20mm maverick2 balloon. He then tried to pass through the lesion site with a 3.50x28mm taxus liberte stent; however, it was unable to cross the lesion. He encountered significant resistance. He tried several times but the guide catheter "kept back seating because the vessel morphology." The procedure was not completed due to this event. The patient status is stable with no complications. However, device analysis indicates stent damage.

Manufacturer narrative:
A visual and microscopic examination of the device found stent damage. In the middle of the stent seven rows from the proximal edge one strut was raised distally. The damaged section was measured to have an approximate diameter of 1.24mm, which was measured to be 0.04mm greater than the normal stent diameter. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen section returned with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No additional product analysis or external evaluations were performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure performance of the device was limited.